Event description:
Discordant advia 2120 cbc patient results were reported to the physician. The samples were redrawn and retested at the physician's request and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant cbc results.

Event description:
Discordant advia 2120 cbc patient results were reported to the physician. The samples were redrawn and retested at the physician's request and corrected results were reported out. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant cbc results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant cbc results was due to the malfunction of the unified fluidics circuit - ufc. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant cbc results was due to the malfunction of the unified fluidics circuit - ufc. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.